Event description:
It was reported that the pump battery could not be charged. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.